Manufacturer narrative:
The hemolysis and pump thrombosis referenced in this section was reported under medwatch MFR. Report # 2916596-2017-02232. (B)(4). Approximate age of device ¿ 1 year and 3 months. The explanted pump was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient has a recent history of hemolysis and pump thrombosis for which they were given tirofiban. Shortly afterwards, the patient developed an intracranial hemorrhagic stroke and underwent an emergent craniotomy. The patient was not alert or oriented and continued to deteriorate clinically. The family decided to withdraw care, and the patient died on (B)(6) 2017.

Manufacturer narrative:
Evaluation of the explanted pump confirmed the presence of thrombus inside the pump; however, a direct correlation between the observed deposition and the reported hemorrhagic stroke could not be conclusively determined. The pump was returned assembled with the driveline severed approximately 6 inches from the pump housing and the distal portion of the driveline was not returned. Examination of the pump upon disassembly revealed a dark red, flat, tissue-like thrombus formation on the body of the rotor. The formation was not adhered to the rotor, but areas of the thrombus were denatured, indicating that it was present while the pump was operating. The origin of the formation and duration of time for which it was present within the device could not be determined. Although a root cause for the development of this deposition could not conclusively be determined through this evaluation, it could have contributed to the patient¿s signs of hemolysis that were reported under medwatch MFR report #2916596-2017-02232. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Bleeding, stroke and thrombus are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.